Event description:
It was reported that the dexcom g7 experienced intermittent bluetooth disconnections overnight, resulting in signal loss to the ilet while also attempting to connect to an apple watch and a phone. Symptoms included no reported clinical effects or alerts. Outcomes included no impact to health and no need for medical care. Investigation included technical troubleshooting and user education regarding bluetooth connection limits. Investigation of this case revealed that the sensor can maintain only two concurrent connections and that simultaneous pairing attempts likely caused the dropouts. It was concluded that the event was due to connectivity management across multiple devices, and the user will power off the apple watch at night to maintain stable sensor-to-pump communication.